Event description:
A new bausch & lomb softlens contact lens caused considerable irritation and pain when inserted. Upon removing and closely inspecting the lens, one edge of the lens was jagged instead of smooth. Pt put in another new lens, and the eye continued to have considerable irritation. The co-worker noticed that the lens had a hole in it. Upon removable pt found the second lens had a small hole in it that was causing add'l irritation. Two lenses in one morning that were defective. Lot #: y54009617 ex. Date: 09/2010.